Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "skin reaction" was reported. On (B)(6) 2025, it was reported via stelobot that a skin reaction occurred at the puncture site occurred. The sensor was inserted in the arm on (B)(6) 2025, and the arm was cleansed with soap and water prior to insertion. On (B)(6) 2025 the symptoms included redness, inflammation and an infection at the puncture site. The area was sore. She consulted a health care professional (hcp) who prescribed an oral antibiotic (bactrim 160 mg, 2 times per day for 7 days) and ibuprofen. At the time of the tech support follow up call the next day on (B)(6) 2025, the arm was sore and swollen. She kept the area clean and dry and was taking the medication the md prescribed. No other customer or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.